Event description:
The customer contacted baxter's service center regarding a system error 2367 (air in tubing) which occurred on the homechoice (hc) during drain 2 of 5. The technical service representative (tsr) explained the alarm to the hp and had the hp cycle the power on the hc. The tsr advised the hp would either need to start over with all new supplies on the hc or use manual supplies to do a manual exchange for the night. The tsr also advised the hp to contact her peritoneal dialysis registered nurse right away regarding the event. The hp understood. The patient was connected at the time of the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The patient line was not properly primed prior to connection. No patient extensions were in use. Proper procedures were reviewed. The hp was going to use manual supplies to complete therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2367 alarm was an incomplete prime. Per baxter labeling, the user is instructed to connect any patient line extensions prior to priming. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.